Event description:
Easyclip breakage after surgery. A second surgery was required.

Manufacturer narrative:
Visual inspection confirmed the presence of a damage at the surface of the staple. According to the x-ray analysis, it seems a conflict between a drill bit and the staple could be the reason of the damage conducting to the breakage. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corp.